Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: white residue on air-water channel and cylinder a root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunctions could not be established. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that there was a hard time pushing the balloon through the gastrointestinal videoscope biopsy port because it was sticky and not gliding in well. The issue was found during an esophagogastroduodenoscopy (egd) procedure. The procedure was delayed for less than 30 minutes. There were no reports of patient harm.